Event description:
I am type 1 diabetic and was required to swap to dexcom g7 from the g6 due to them discontinuing the g6. I tried the g7 for about a month and had nothing but issues. It was consistently refusing to communicate with the omnipod insulin pump. Each sensor was extremely hard to apply using the provided applicator; it took extreme force when it should have been a simple click of a button. The sensors rarely were reading blood glucose correctly; it was often reading my glucose anywhere from 50-100+ points lower than I actually was. For example, a finger stick read that my glucose on two separate occasions was 400 and 170. The dexcom indicated at those times that my glucose was 250 and 40. It was causing my insulin pump to give or not give insulin when necessary, resulting in extreme highs or extreme lows at times. The sensors also kept rejecting any calibrations made from finger sticks, even if I put them in increments. Some sensors failed within two hours of application.